Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken terminal near the thermostat, resulting in a 1/4" burn hole in the fabric foundation of the unit. We also noted several other internal components of the unit had been bent and broken by misuse. The customer reported use of the product under the pt, in conjunction with a rolling-compression bed, which is a clear contradiction of our instructions and warnings. We determined that this report was attributable to misuse of the unit on the part of the user.